Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported that she left her meter on her kitchen counter and when she woke up the next morning, she woke up, the meter was leaking blue. Customer did advise that she had changed the battery the night before. Customer advised that this was about 1-2 weeks ago and customer advised that she disposed of the meter. The customer feels well and did not report any symptoms no medical attention associated with the use of the product was reported.